Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's needle was detached.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received fourteen devices. A tactile and microscopic inspection of the sutures was performed with no abn ormalities. A needle attachment test was performed on the sealed samples, and the results met the specifications for this product. If information is provided in the future, a supplemental report will be issued.